Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the transparent sheath at the front end of the catheter was fractured and detached from the blue sheath. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6) d1: brand name: corrected d4: lot number: corrected the device was returned for analysis. Visual inspection revealed, no issues or detachments were found, the device appears to be in good conditions.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the transparent sheath at the front end of the catheter was fractured and detached from the blue sheath. The procedure was completed with another of same device. There were no patient complications reported.